Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 160 mg/dl. The customer stated numbers were scrolling. The customer had insulin pump tuck in waist band under dress. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.